Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 4.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.